Event description:
During right common iliac artery angioplasty, the wire was brought backwards where a portion of the balloon was still attached to the wire. The doctor had to make an incision to remove the 2 other pieces.